Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call critical pump error on the insulin pump. Customer¿s blood glucose level was 6.9 mmol/l. Troubleshooting for the insulin pump error was performed. Customer was advised a broken force sensor was detected during seating or regular delivery. Customer advised they were unable to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received with critical pump error and pump error 35 confirmed in history file due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch. Unit received with corroded battery tube, cracked battery tube threads, minor scratches on case, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.